Event description:
During a ptca procedure on a restenotic stented vessel, the tip of the guide wire was trapped in the lesion, probably by stent struts. When removing the guiding wire, the polymer covering of the tip was stripped and remained in the vessel. A balloon catheter dilatation followed. The guidewire fragment remained in the vessel wall. Pt status is listed as "ok."